Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record was reviewed and revealed no issues related to the complaint issue. Product was received by incoming inspection to have the screws completely separated from the device in the package. The protective cover was verified to be in installed over the set screw assembly at packaging to prevent the screw from migrating out during shipping. These parts had been shipped to (B)(4) where they were repackaged, this complaint is indeterminate. The original lot number is 5849213, lot number was changed when repackaged at (B)(4).

Event description:
It was reported by (B)(4) informed synthes product service, (B)(4), that multiple unopened transverse bars (406.103) and transconnectors (04.614.513 and 04.614.514) were found on incoming inspection to have the screws completely separated from the devices inside the packages.